Event description:
Pt with multiple sclerosis underwent original medtronic programmable pump implantation in 2000 with a revision in 2001 due to leaking on the connection site. Pt returned for explantation of the device later in 2001. Due to inadequate delivery of medication: the doctor discovered at time of explantation appear to be: 1) rotor test failure with multiple attempts - not moving during testing. 2) an abnormality seen at the connect site upon visual inspection. 3) as myelogram abnormality - dye flowed without leak into intrathecal space.